Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that nothing is working, nothing is helping since implant. Patient met with the pa but the pa refers pt to medtronic. Patient said after implant they used program 1 and increased then went to program 2 and increased over time but they are still leaking. Pt requested program option information and assistance to use their external equipment. During the call pt was successful to change programs and increase confirming comfortable sensation in their bike seat region. Patient will maintain stimulation level and will continue to track symptoms. Offered and emailed quick guide and symptom tracker. Additional information was received from the patient. It was reported that the device was not giving them effect even when they changed the program several times from programs 1, 2,3. The patient stated this was caused by normal battery depletion. Patient stated that the most like cause of the issue was not determined however, when they stopped device (shut it) they felt better. An hcp pulled an air cap close to the device, which moved the device from it's location and hit a nerve which cause them severe nerve pain. Patient said the device was removed (B)(6) 2024.